Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Sternal closure case, plates, screws and wires placed on (B) (6) 2008. Dr. Had to reopen pt to retighten 3 screws.